Event description:
(B)(6) male who had recently undergone coronary angioplasty and stenting, who was advised of the risks, benefits, alternatives, understood and wished to proceed with endovascular repair of his abdominal aortic aneurysm and also right common iliac artery aneurysm. Under ultrasound-guided retrograde right common femoral artery puncture was performed with a micropuncture set and the short sheath dilator was then utilized to dilate the tract after incising the skin and a proglide was then deployed. The proglide malfunctioned so that the proglide device could not be removed without cutdown. Changing the procedure from percutaneous to open surgical procedure.